Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving morphine and dilaudid from an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 the patient had experienced numbness in their legs and abdomen. The hcp attempted to do a dye study but was unable to aspirate the catheter at all. The hcp plans to bring the patient back in the next couple of weeks to do a catheter revision. It was noted that at the time of the report the patient was alive with no injury and a surgical revision had not yet been planned or scheduled.

Manufacturer narrative:
Component update: product ID 8709sc, serial # (B)(4), explanted: (B)(6) 2016. (B)(4).

Event description:
Additional information was received by a health care provider via a manufacturer representative. It was reported that the patient underwent a catheter revision on (B)(6) 2016. The catheter was replaced. The explanted catheter was discarded. It was noted that there were no major issues with the catheter. The health care provider did not believe the numbness reported was related to the pump/catheter or medication. He believed the numbness was caused by the patient's underlying medical condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.